Manufacturer narrative:
No manufacturing issues associated to the reported event were found in the reviewed lot. DHR review showed all components for the lot met the specifications and there was no rework or other manufacturing abnormalities that may have contributed to this complaint. Based on information in the sample evaluation, one opened 7fr d/l hickman catheter along with the original packaging and labeling was received for evaluation. Visual and microscopic testing were performed. White, crystal-like and partially translucent residue was observed throughout the inner surface of both the inner tray and the outer tray. The investigation is inconclusive as the kit and tyvek had been opened upon receipt at the evaluation site. Additionally, four electronic photos were evaluated. The first photo shows an opened hickman d/l catheter kit with all the components inside the kit, no obvious contamination can be seen in this photo. The second photo shows a close up of the tray and the j tip of the guide wire can be seen as well as white specks attached to the surface of the tray. The third photo shows another close up of the tray and the catheter and cuff can be seen as well as white specks attached to the surface of the tray. The fourth photo also shows the white substance attached to the surface of the tray. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheter allegedly had white crystals adhered to the tip of the catheter and kit. There was no reported patient contact. This information was received from one source. Patient age, weight, and gender were not provided.